Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 54-500 mg/dl. Reportedly, the customer had manual injections and an alternate pump available for insulin therapy.